Event description:
It was reported to medtronic minimed that the customer experienced device test failed, low reservoir anomaly. The event involved product(s) mmt-1885. Trouble shooting was performed and customer reported that pump did not alert low reservoir as expected. The units remaining in reservoir were not greater than the programmed low reservoir settings. The pump did not pass displacement testing. No harm requiring medical intervention was reported. Mmt-1885 was requested and it was unknown whether the customer will continue to use the insulin pump or not. And the device was not returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received without a battery cap. The pump passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. The pump was primed without a reservoir in the reservoir compartment to a point close to the top. A bolus was attempted and the pump issued a low reservoir alert. The pump was rewound immediately after. The pump was able to complete rewind and issue a load reservoir message afterwards which is what the pump is supposed to do. Thump software was utilized and uploaded trace/history files properly. The adapt tool lists the following motor related alarms/alerts: 105=low reservoir occurred on 07/26/24 @ 20:57:45 & 21:09:33. The adapt tool does not list any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of being unable to rewind the pump after a low reservoir alert was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.